Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the console stopped working during the ultrasound portion of cataract surgery. Rebooting did not recover the function. The pt was returned to the ward. Later the same day, the pt was returned to surgery and the case was completed with another device, and it was reported that there was no harm or injury to the pt.